Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a low battery alarm during the patient's last 3 infusions about 24 hours or less into the infusion time. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.